Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2015 with the following findings: on investigation, the pump had a dim, discolored display. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked at the threads and below the grip pad. The battery compartment threads were damaged. The pump case was cracked in the lower right corner of the display area. The keypad cover was peeling off. On testing, the down arrow and ok buttons demonstrated intermittent unresponsiveness. The keypad cover was removed for investigation and revealed contamination on the contacts of all keypad buttons.